Event description:
It was reported that the customer has been experienced high bg levels (500 mg/dl) and noticed insulin bubbling out while bolusing. During troubleshooting, the pump performed as expected.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.